Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer¿s blood glucose was 250 mg/dl but real blood glucose was 150 mg/dl. Customer¿s current blood glucose was 130 mg/dl. Customer is having problem with insulin pump and sensor. Customer stated that its been off during this as well. Customer stated that sensor was secure. Customer reported sensor end and also lost sensor. The customer was informed that their blood glucose value from reported event: 194 mg/dl. Sensor glucose value from reported event: 130. Sensor glucose and blood glucose difference is within acceptable range. Insulin delivery was not suspended due to sensor glucose values. Customer declined to troubleshoot for low blood glucose. Customer reported blood glucose of 30 mg/dl for one of the incidents. The insulin pump will not be returned for analysis.